Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the sales rep reported that the locking mechanism for the cablehead bracket came apart. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.